Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target lesion was located in moderately tortuous and severely calcified coronary artery. A 1.75mm rotablator rotalink plus was selected for use. During the procedure, a strange sound was heard and the rotation of the burr suddenly increased and decreased. The procedure was completed with another of the same device. No complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target lesion was located in moderately tortuous and severely calcified coronary artery. A 1.75mm rotablator rotalink plus was selected for use. During the procedure, a strange sound was heard and the rotation of the burr suddenly increased and decreased. The procedure was completed with another of the same device. No complications reported. It was further reported that during the procedure, the rotational speed went up and down even the device was not being manipulated for ablation. The set operational speed was 200,000rpm. The device was simply removed from the patient and no interventions were done when the issue occurred. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter was connected to the advancer. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The coil is stretched. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn't able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.